Manufacturer narrative:
Results: one unit was received for evaluation. Visual inspections of the returned unit confirmed the presence of a foreign substance embedded into the stopper. A review of the device history records revealed no irregularities during the manufacture of reported lot number 6320793. Conclusion: our quality engineer concludes that the brown/ rust colored foreign in the stopper was induced by a reaction of the saline with the embedded foreign. UDI#: (B)(4).

Event description:
Brown/rust colored cloudy material was observed inside the 10ml bd posiflush¿ ns filled syringe.